Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had a history of vf and an ejection fraction of 10%. The patient's wife reported the patient also had seizure like episodes. "The paramedics came to the home and performed CPR." It was reported the patient died. The cause of death has been requested and not received.